Manufacturer narrative:
Physio-control further evaluated the device. It was observed that an internal hybrid layer capacitor (hlc) battery, designator bt2 on the analog pcb assembly was depleted. The hlc battery, designator bt2 on the analog pcb assembly was then evaluated and it was observed that each cell of the battery was damaged from being depleted, and would no longer hold a charge. It could however not be determined why the cells in hlc battery, designator bt2 became depleted. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
It was reported to physio-control that the customer recently replaced the charge-pak battery charger in their device but it depleted again quickly. During device evaluation, physio observed that the device had the attention and the charge-pak icons in the readiness display, and that it would power immediately after it had been powered on. There was no patient use associated with the reported event.